Event description:
It was reported that during use the right ventricular (rv) lead exhibited high thresholds, intermittent capture, and no capture. The rv lead was capped and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.